Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken light post/device breakage could not be determined, however, the identified fault patterns are most likely attributable to the use of excessive force by the customer/user mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the rigid scope has a broken light post. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the outer tube was bent and the lens glass (lg) post broken off. The evaluation also found that there was distal fiber breakage and debris was found under the cover glass. It was also found that there were minor scratches on the funnel and debris was in the optical system. This investigation is ongoing. However, a supplemental report will be submitted upon completion of the investigation or if any additional information is received.